Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the dxc 600 chemistry analyzer and identified the probable cause as a defective potassium electrode tip. The fse replaced the potassium electrode tip to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of low anion gaps results, specifically values ranging from -1 to 0 mmol/l, on all ise (ion selective electrode) patient samples which affects sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2) assays results on their dxc 600i clinical chemistry analyzer. No error flags reported. The customer repeated testing on their back up analyzer and obtained expected results. No erroneous patient results reported outside the customer's laboratory. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.